Event description:
Pneumatic compression device attached to scd stocking/boots on patient and the machine started to beep. Rechecked all cables and could tell that the scd stockings/boots were not filling up.